Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/07/2014 with the following findings: the pump powered on with no alarms and the display was functioning properly. There were multiple call service alarms observed in the black box history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display screen was blank after a battery change. The reporter also stated that the pump did have audio tones, but the screen remained blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.